Event description:
This case was cross referenced with cases: (B)(4). This spontaneous case from united states was received on 22-dec-2017 a healthcare professional. This case concerns a male patient (age: not provided) who initiated treatment with synvisc one and after an unknown latency had an adverse reaction, also, device malfunction was identified for the reported lot number. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On an unknown date, patient received treatment with intra articular synvisc one injection (dose, frequency and indication: not provided). On an unknown date, after an unknown latency patient had an adverse reaction. Corrective treatment: not reported for both. Outcome: unknown for both. Seriousness criteria: important medical event for device malfunction. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Pharmacovigilance comment: sanofi company comment for follow up dated 29-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced adverse reaction. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This case was cross referenced with cases: (B)(4) (cluster). This spontaneous case from united states was received on 22-dec-2017 a healthcare professional. This case concerns a male patient (age: not provided) who initiated treatment with synvisc one and after an unknown latency had chills, pain and swelling; also, device malfunction was identified for the reported lot number. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection at the dose of 6 ml (lot number: 7rsl021 expiration date: 31-may-2020) for pain (pain and degenerative changes in setting prior to acl reconstruction) in the right knee. On an unknown date, after an unknown latency patient had chills, pain, swelling and an adverse reaction. Corrective treatment: not reported for all. Outcome: unknown for all. Seriousness criteria: important medical event for device malfunction. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Additional information was received on 31-jan-2018 from the healthcare professional. Related cases ((B)(4)) were added. Information regarding suspect drug (start date, dose, frequency and indication) was updated. Previously captured event of adverse reaction was deleted with details. Additional events of chills, pain and swelling were added with details. Action taken was updated. Clinical course was updated and text was amended accordinlgy. Pharmacovigilance comment: sanofi company comment for follow up dated 31-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced knee pain , knee swelling and chills . A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.